Event description:
Distributor reports during a molar extraction procedure, the burr attachment would not secure into the drill and the bearing in the front is loose. No additional information was provided.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional product codes and common device names: dzi - drill, bone, powered; erl - drill, surgical, ent, handpiece; hbe - drills, burrs, trephines and accessories. Investigation is on going; no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.